Event description:
It was reported that externalized conductors were observed via fluoroscopy. The lead is scheduled to be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates that the lead was explanted and replaced. The patient was in normal condition post-procedure.